Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. Device monitored for several hours and no blank display, unexpected vibrating or red light blinking noted. The battery tube connector plugged in properly to electrical board during visual inspection. The backlight is functioning properly. Device received with cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated insulin pump was blank but kept on vibrating and red light was blinking. Insert battery alarm did not displayed on the insulin pump screen. Display did not return after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.